Event description:
In (B)(6) 2010 the patient underwent spine surgery, where rhbmp-2/acs was implanted. The patient's pain had not resolved and had only worsened. The patient experienced numbness at the top of her breasts and in her armpits, chest pain and neck pain. Because of her conditions, the patient had been declared totally disabled.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned for evaluation.